Manufacturer narrative:
A getinge field service engineer (fse) inspected for the machine and check fault log and event log. Can¿t reproduce the problem. Machine on hold and pending for repair. On 18 dec 23 replaced a solenoid board. Run time test passed. Functional check according factory specifications. Return machine to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of a machine auto shutdown. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. Could not confirm the failure. This part is obsolete and not able to be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) machine auto shutdown. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.